Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The ipg taken out during an emergency procedure and replaced with another brand was reported to the manufacturer. No further even details could be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an emergency surgical procedure wherein the ipg was taken out and replaced with another manufacturer's device. No further event details could be obtained. It is unknown if the surgical procedure was related to the device.